Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient had pain with increase in stimulation. The patient fell, the hcp tried troubleshooting. Lead revision was done, whole lead removed and new lead placed. The issue was resolved at time of report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.